Manufacturer narrative:
Quality safety evaluation of ptc received on 23-aug-2016: ptc global number is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore, no meddra llt can be provided. Health authority reference number was received ((B)(4)). Follow-up received on 05-sep-2016: despite follow-up attempts, no further information was received. Quality safety evaluation received on 05-sep-2016: no changes in ptc assessment provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: menorrhagia: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required for devices removal, this case is regarded as incident. The previously reported event xenobiotic material removed was deleted as the reason for device removal was specified during last follow-up information. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
This case was initially received via regulatory authority (inspectie voor de gezondheidszorg (igz), reference number: (B)(4) on 05-aug-2016. The most recent information was received on 27-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('increase or heavy blood loss during menstruation') in an adult female patient who had essure (batch no: 901331 / 50612362) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included multiple sclerosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), ovulation pain ("pain during ovulation"), dysmenorrhoea ("pain during menstruation"), mood swings ("mood swings or emotionally out of balance"), emotional disorder ("mood swings or emotionally out of balance"), hair disorder ("hair problems"), vaginal discharge ("vaginal secretion"), vulvovaginal mycotic infection ("vaginal fungal infections") and bacterial vaginosis ("bacterial vaginosis"). The patient was treated with surgery. Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, ovulation pain, dysmenorrhoea, mood swings, emotional disorder, hair disorder, vaginal discharge, vulvovaginal mycotic infection and bacterial vaginosis had not resolved. The reporter provided no causality assessment for bacterial vaginosis, dysmenorrhoea, emotional disorder, hair disorder, menorrhagia, mood swings, ovulation pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter commented: essure was inserted in 2 different days: on (B)(6) 2012 (left fallopian tube) and on (B)(6) 2012 (right fallopian tube). Most recent follow-up information incorporated above includes: on 27-jan-2020: new reporter lawyer added; essure lot number: 901331 and 50612362 were inserted (she had the left side and right side inserted in separate procedures on (B)(6) 2012), patient's date of birth updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (inspectie voor de gezondheidszorg (igz), reference number: (B)(4) ) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('increase or heavy blood loss during menstruation') in an adult female patient who had essure (batch no. 901331, 50612362) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Concurrent conditions included multiple sclerosis. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation"), vaginal discharge ("vaginal secretion"), vulvovaginal mycotic infection ("vaginal fungal infections"), bacterial vaginosis ("bacterial vaginosis"), ovulation pain ("pain during ovulation"), mood swings ("mood swings"), emotional disorder ("emotionally out of balance") and hair disorder ("hair problems"). The patient was treated with surgery. Essure was removed on 24-dec-2015. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal discharge, vulvovaginal mycotic infection, bacterial vaginosis, ovulation pain, mood swings, emotional disorder and hair disorder had not resolved. The reporter provided no causality assessment for bacterial vaginosis, dysmenorrhoea, emotional disorder, hair disorder, menorrhagia, mood swings, ovulation pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter commented: essure was inserted in 2 different days: (B)(6) 2012 (left fallopian tube) and (B)(6) 2012 (right fallopian tube). Lot number:50612362. Manufacturing date:2011/07. Expiration date:2014/07. Lot number:901331. Manufacturing date:2011/09. Expiration date:2014/09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. On (B)(6) 2020: no new information. We received lot numbers in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (inspectie voor de gezondheidszorg (igz), reference number: (B)(4)). On 05-aug-2016. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('increase or heavy blood loss during menstruation') in a 41-year-old female patient who had essure (batch no. 901331, 50612362) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. The patient, before she got the essures, she had a healthy uterus. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included multiple sclerosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("placement of the coils turned out to be very difficult / it was very painful") and procedural complication ("placement of the coils turned out to be very difficult / they were not able to place them both at once"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain during menstruation / painful menstruations / very painful periods / intense menstrual pain"), vaginal discharge ("vaginal secretion"), vulvovaginal mycotic infection ("vaginal fungal infections"), bacterial vaginosis ("bacterial vaginosis"), ovulation pain ("pain during ovulation"), mood swings ("mood swings"), emotional disorder ("emotionally out of balance"), hair disorder ("hair problems"), abdominal pain ("cramps / very painful cramps"), genital haemorrhage ("bleeding / heavy bleeding"), fungal infection ("yeast infections"), cyst ("cyst"), fatigue ("much more fatigue"), disturbance in attention ("problems concentrating") and back pain ("backaches"). The patient was treated with surgery (removal of her uterus and the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, dysmenorrhoea, vaginal discharge, vulvovaginal mycotic infection, bacterial vaginosis, ovulation pain, mood swings, emotional disorder and hair disorder had not resolved and the procedural pain, procedural complication, abdominal pain, genital haemorrhage, fungal infection, cyst, fatigue, disturbance in attention and back pain outcome was unknown. The reporter provided no causality assessment for bacterial vaginosis, dysmenorrhoea, emotional disorder, hair disorder, menorrhagia, mood swings, ovulation pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter considered abdominal pain, back pain, cyst, disturbance in attention, fatigue, fungal infection, genital haemorrhage, procedural complication and procedural pain to be related to essure. The reporter commented: essure was inserted in 2 different days: (B)(6) 2012 (left fallopian tube) and (B)(6) 2012 (right fallopian tube). Lot number:50612362 manufacturing date:2011/07 expiration date:2014/07. Lot number:901331 manufacturing date:2011/09 expiration date:2014/09 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: new adverse events were provided: placement of the coils turned out to be very difficult (very painful and they were not able to place them both at once), cramps / very painful cramps, bleeding / heavy bleeding, yeast infections, cyst, much more fatigue, problems concentrating, backaches. New as reported (painful menstruations, very painful periods, intense menstrual pain), historical drugs and more informations about the essure removal (removal of her uterus) also provided. We received lot numbers in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted for sterilization. On (B)(6) 2012 (as reported), the patient underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed on (B)(6) 2015. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Follow-up information received by regulatory authority in (B)(4) on 08-mar-2016 from consumer and forwarded to (B)(4) on 04-aug-2016. Consumer's medical history included nickel allergy and multiple sclerosis. On (B)(6) 2012, essure (fallopian tube occlusion insert) was placed. Consumer was (B)(6) at this time. On an unspecified date the consumer experienced increase or heavy blood loss during menstruation, pain during ovulation, pain during menstruation, mood swings or emotionally out of balance, hair problems, vaginal secretion, vaginal fungal infections, and bacterial vaginosis . On (B)(6) 2015, the consumer had essure removed together with 2 fallopian tubes. At time of this report the consumer had not recovered from the events. Correction on 18-aug-2016 following company internal coding review. The event mood swings or emotionally out of balance was split into 1) mood swings and 2) emotional out of balance. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced increase or heavy blood loss during menstruation. This event is listed in the reference safety information for essure. Abnormal menstrual pattern changes and genital bleeding may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required for devices removal, this case is regarded as incident. The previously reported event xenobiotic material removed was deleted as the reason for device removal was specified during last follow-up information. Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
This case was initially received via regulatory authority (inspectie voor de gezondheidszorg (igz), reference number: (B)(4)) on 05-aug-2016. The most recent information was received on 27-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('increase or heavy blood loss during menstruation, abnormal bleeding, heavy bleeding/ changes in menstrual cycle') in a 41-year-old female patient who had essure (batch no. 901331, 50612362) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. Before she got the essures, the patient had a healthy uterus. Previously administered products included for an unreported indication: oral contraceptive nos. Concurrent conditions included multiple sclerosis. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural pain ("placement of the coils turned out to be very difficult / it was very painful") and complication of device insertion ("placement of the coils turned out to be very difficult / they were not able to place them both at once"). On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("cramps / very painful cramps, pain"), back pain ("backaches"), dysmenorrhoea ("pain during menstruation / painful menstruations / very painful periods / intense menstrual pain"), vaginal discharge ("vaginal secretion"), vulvovaginal mycotic infection ("vaginal fungal infections, yeast infections"), bacterial vaginosis ("bacterial vaginosis"), ovulation pain ("pain during ovulation"), alopecia ("hair problems, hair loss"), mood swings ("mood swings"), emotional disorder ("emotionally out of balance"), cyst ("cyst"), fatigue ("much more fatigue"), disturbance in attention ("problems concentrating") and feeling abnormal ("brain fog") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (removal of uterus and essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the menometrorrhagia, dysmenorrhoea, vaginal discharge, vulvovaginal mycotic infection, bacterial vaginosis, ovulation pain, alopecia, mood swings and emotional disorder had not resolved and the abdominal pain, back pain, hormone level abnormal, procedural pain, complication of device insertion, cyst, fatigue, disturbance in attention and feeling abnormal outcome was unknown. The reporter provided no causality assessment for alopecia, bacterial vaginosis, dysmenorrhoea, emotional disorder, menometrorrhagia, mood swings, ovulation pain, vaginal discharge and vulvovaginal mycotic infection with essure. The reporter considered abdominal pain, back pain, complication of device insertion, cyst, disturbance in attention, fatigue, feeling abnormal, hormone level abnormal and procedural pain to be related to essure. The reporter commented: essure was inserted in 2 different days: (B)(6) 2012 (left fallopian tube) and (B)(6) 2012 (right fallopian tube). Lot number: 50612362, manufacturing date: 2011/07, and expiration date: 2014/07. Lot number: 901331, manufacturing date: 2011/09, and expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2022: new events were reported via lawyer: hair loss (event hair disorder was specified), brain fog and hormonal problems. New information menstrual cycle changes added to heavy menstrual bleeding. We received lot numbers in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.